Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly reported in the field was verified in the laboratory. Based on available parameter and usage information, a longevity calculation was performed and found to be outside of the expected limits. The device's electronic circuitry was tested with the automated test equipment and all functional measurements were normal. The cause of the battery depletion could not be determined.

Event description:
It was reported that interrogation would not complete and the device was in hardware back-up vvi (bvvi) mode with no defib support. The patient is pacemaker dependent and was not feeling well. The device was explanted and replaced.